Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, the insulin pump was programmed with a 2.0 u/h basal rate and monitored three days; several boluses were also delivered. The insulin pump delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No unexpected no delivery or low reservoir alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The bolus was slower than expected. Customer's blood glucose level was 400 mg/dl. The insulin pump had a delivery anomaly. The displacement test passed. The insulin pump alarmed no delivery. The alarm was caused by an infusion set/reservoir occlusion. The customer was advised that the device would be replaced and agreed to return the product for analysis.